Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient¿s caregiver reported that the hospitalization was associated with a potential issue related to the basal and bolus settings on the insulin delivery controller. Approximately one week prior to hospitalization, the patient experienced significant fluctuations in blood glucose levels. On 01jun2026, the patient developed more severe instability, with blood glucose levels reportedly dropping to 43 mg/dl, increasing to 120 mg/dl after food intake, and subsequently decreasing again within 15¿20 minutes while wearing the pod on the abdomen between 36 and 48hours. The caregiver reported that the patient attempted to manage the hypoglycemia by consuming honey and administering a nasal glucagon spray, but these interventions were reportedly ineffective. Reported symptoms included feeling very unwell, headache, generalized tremors, and frequent urination. The patient was diagnosed with hypoglycemia and gastrointestinal distress. Treatment administered included intravenous (IV) fluids, analgesics (pain management), as well as diagnostic imaging (CT scan and ultrasound). At the time of reporting, the patient remains hospitalized.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone14.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.